Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Study stent. Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: post procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the patient experienced a reduction in the use of her left arm and left leg. The patient had a reported history of fluctuating left-sided weakness possibly due to recurrent tias. The physician reports that the patient experienced a small subcortical infarct, although the CT scans of the head done post procedure are negative for any new cerebral vascular accident or hemorrhage. The patient remained in the hospital an additional 3 days until she was discharged back to a rehabilitation facility. Although requested, there is no additional information available.